Event description:
Device 1 of 2: reference MFR report# 3006705815-2019-00302.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report #3006705815-2019-00302. It was reported that the one of the scs leads migrated toward the patient¿s neck, confirmed via x ray. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the lead was placed back into the original position. Reportedly, therapy was restored post-operatively.